Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the main 1.10 mini tray got short circuit and failed to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1.10 had a short circuit caused by exposed wires in the ribbon cable. The field service engineer (fse) replaced the mini engine to resolve the issue. He fse also confirmed that the short circuit was only the error displayed on the screen, as there were no black marks or other signs of damage. The system functioned as intended after the field service engineer repaired the device.